Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he verified the helium leak and replaced the defective o-ring on the quick disconnect fitting. The fse then tested the iabp and it passed all leak tests. The fse verified that the iabp calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter listed is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) screen failed and the valve in the balloon won't open for air. The iabp is in the biomed department and won't start up. This event occurred during service/test by the customer. No patient was involved and no adverse event has been reported.